Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump had an unresponsive keypad and buttons. The numbers were ramping without any input from the customer. The customer removed and reinserted a new battery, and the buttons started working. The customer's blood glucose was 152 mg/dl. The customer was advised that due to safety, the device needed to be replaced. The discontinuation of the insulin pump was advised. Nothing further was reported.